Event description:
The patient rec'd two scs leads from the same lot number. It was reported the patient complained of overstimulation on one side and not enough stimulation on the other side. X-rays were taken and it was found one of the patient's scs leads was completely out of the epidural space. In addition, it was also found the patient had developed an infection at her scs leads implant site. The patient was prescribed oral antibiotics. F/u identified the patient's scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.